Event description:
It was reported that during an afl ablation, there were 3 steam pops which resulted in the patient developing a pericardial effusion that required a pericardiocentesis. The physician's opinion regarding the causality of the perforation was the catheter. The patient's updated status is full recovery and does not need additional interventions or hospitalization.

Manufacturer narrative:
The concomitant products: stockert, model# 39d-76x, serial # (B)(4). Coolflow pump, model# m-5491-02, serial # (B)(4).